Manufacturer narrative:
(B)(4). The field service engineer (fse) went on-site to evaluate the suspect device. The fse performed repairs and tested the suspect device. The fse ran the operational verification procedure and reported all tests passed.

Event description:
The customer reported while using the vela ventilator; the end-user accidently hit the front of the unit and cracked the exhalation valve receptacle causing a leak and decrease in delivered volume. The customer reported the patient was manually ventilated and placed on a back up ventilator. The customer reported no patient consequence is associated with the event.